Manufacturer narrative:
Correction: eval code-result; null, eval code-conclusion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419688 lead, implanted (B)(6) 2009; mcs-p3-3143 valve, implanted (B)(6) 2012; d314trg ICD, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead was explanted and replaced for undersensing. The lead function had been turned off prior to the replacement. No patient complications have been reported as a result of this event.

Event description:
It was further reported during an electrophysiology (ep) study prior to the right atrial (ra) lead replacement that the patient's ra lead was chronically dislodged leading to undersensing, and inappropriate pacing. There were reports of exertional dyspnea, fatigue, and irregular heart beat during this ep study. Patient is part of the corevalve continued access clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.